Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the refrigerator was off the bus. A field service engineer (fse) assisted the customer reseating the helmer refrigerator, and the customer confirmed that user was able to recover the storage space. The system functioned as intended after the field service engineer assisted the customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator 2tele2 was off the bus. The user attempted a reboot, and the unit restored functionality afterward. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.